Manufacturer narrative:
(B)(4). Device was not returned

Event description:
It was reported a loosening screw (iunihg) that caused abutment/ crown mobility. Tooth location 12.

Manufacturer narrative:
A certain® gold-tite® hexed screw (iunihg) was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported device was located on tooth # 12 location and length of use is unknown. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (1217326). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1217326) for similar events and no other complaint was identified. June post market trending was reviewed and there were no negative trends or corrective actions for the reported event loosening and device (iunihg). Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.